Manufacturer narrative:
D11: as gore was unable to determine which device was involved in the event if any; additional device(s) implanted include: hgb161007a/21156450, UDI: (B)(4); ceb231410a/21156497, UDI: (B)(4).

Manufacturer narrative:
As gore was unable to determine which device was involved in the event if any; additional device(s) implanted include: hgb161007a/21156450. The instructions for use (IFU) for the gore® excluder® iliac branch endoprosthesis states, adverse events that may occur and / or require intervention include but are not limited to: occlusion of device or native vessel, embolization: micro and macro. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2020, this patient underwent endovascular treatment of an abdominal aortic aneurysm using and was "immplanted" with gore® excluder® iliac branch endoprostheses. Post deployment of the iliac branch component, the delivery catheter of the internal iliac component (iic) was advanced along the guide wire to the ostium of the right internal iliac artery (riia) wherein it became difficult to insert into riia. Pta was performed and the physician again tried to advanced the iic within the riia but was unsuccessful. The physician gave up completing ibe and embolized the right internal iliac artery. The patient tolerated the procedure. The physician commented that calcification in the riia may have contributed to the inability to advance the device within the riia; along with where the gate of the iic had been positioned.